Manufacturer narrative:
(B)(4). The head harnesses of the subject iw934 infant warmer are currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the head harness connectors of an iw934 cosycot infant warmer were found to be discolored. There was no reported patient involvement.

Manufacturer narrative:
Ps296126 method: the complaint infant warmer head harness was returned to fisher & paykel healthcare (f&p) new zealand for investigation where it was visually inspected. Results: visual inspection of the infant warmer head harness confirmed the reported discoloration. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head in conjunction with the normal aging of the heating element parts. The subject infant warmer is over 12 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A hospital in washington reported that the head harness connectors of an iw934 cosycot infant warmer were found to be discolored. There was no reported patient involvement.